Manufacturer narrative:
E1: patient city: terrebonne. Patient country: canada. Zip: j6v 1p8. E1: name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set came off after coming contact with door handle event on 23 apr 2026.